Manufacturer narrative:
Two shafts were returned with tips broken off and missing. Torque handle was also returned. Inspection of the torque handle found the unit was jammed. The device did not limit torque. This resulted in the application of atypical force on the drivers during use.

Event description:
Contact reported that two x-25 driver tips were broken off during final tightening of the viper setscrews. One piece was left embedded in the setscrew in the patient. It is cold welded in place and unlikely to migrate. As an unintended portion of the device was left in the body, an MDR is being filed to document this event. There was no patient injury as a result of this situation.